Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction as the temperature was within specification at motor 90°f and the collet 95°f. It was also noted motor lubricant seal was leaking air. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pm700 motor severely overheated and burned the patient. The event date was reported to be (B)(6) 2017. The burn was described as not severe. The physician's name and the or manger's name and phone number were provided.